Event description:
Procedure type: gastrectomy. According to the reporter: the device was fired and it cut tissue, but staples were not formed properly. Less than 500cc of bleeding occurred. The tissue was treated with hand sewing. The doctor said the tissue was not too thick and the length of tissue was 2 or 3cm short of the instrument tip. Staples near the tip of the instrument were u-shape, however, those at the base of the instrument were properly formed. The procedure was completed with no further issue. No further pt info available.